Event description:
It was reported that during a spinal surgery, the catheter was sliced/damaged. The catheter was being revised the same day. The device system was delivering gablofen. Additional information has been requested, but it was not available as of the date of this report.

Event description:
The patient had no symptoms related to the event. The location of the catheter damage was in the proximal/pump segment. A revision was done (B)(6) 2014. The surgeon cut off a piece of the damaged catheter and reattached the pump segment to the spinal segment. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).